Manufacturer narrative:
After further review of additional information received and have been updated accordingly. Replacing of the batteries was reported to have resolved the issue. No additional information will be provide by the facility. (B)(4), manufacturing date: 2013-10- the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During review the available log file revealed no anomalies were found with battery serial (B)(4). The battery performed as per specification. Testing completed 01/08/2015. (B)(4), manufacturing date 2014-04 - the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During review the available log file revealed no anomalies were found with battery serial (B)(4). The battery performed as per specification. Testing completed 01/08/2015. (B)(4), manufacturing date: 2014-04 - the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During review the available log file revealed no anomalies were found with battery serial (B)(4). The battery performed as per specification. Testing completed 01/08/2015. (B)(4), manufacturing date:2014-04 - the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During review the available log file revealed two critical battery 1 alarms generated for battery (B)(4). However, this could not be replicated at the bench level. The battery performed as per specification. Testing completed 01/08/2015. (B)(4), manufacturing date: 2014-04 - the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During review the available log file revealed no anomalies were found with battery serial (B)(4). The battery performed as per specification. Testing completed 01/08/2015. Supplemental 2 for complaint cmp-(B)(4) a correction for the MFR report #: 3007042319-2014-01304 number was sent on 01/13/2015.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of (B)(4) revealed that the devices met specifications. The reported event was confirmed via review of the controller log files for (B)(4), which revealed multiple critical battery alarms and power switching events on the reported event dates. The most likely root cause is a communication anomaly between the controller and the battery. A manufacturer's internal investigation has been initiated for this complaint condition. No additional information will be forthcoming.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings. From the IFU: the batteries contain lithium ion cells to power the hvad® pump for approximately 4 to 6 hours when fully charged. The capacity (hours of support) of each battery is based on: controller and hvad® pump operating power consumption. Number of battery charge and discharge cycles. The batteries are expected to have a useful operating life of 500 charge and discharge cycles. Batteries that reach the end of their useful life should be taken out of service. If a battery provides less than two hours of support duration, it should be replaced. The system's abnormal behaviors are as follows: abnormal behavior: a controller changes to the second battery when the first battery has greater than (>) 25% capacity (2 or more indicator lights) still remaining. Action: replace the first battery and remove from service. Abnormal behavior: there is sudden change in charge capacity on a battery (for example, a sudden change from 4 lights to 1 light). Action: replace the abnormally behaving battery and remove from service. Abnormal behavior: you hear "beeping" and the controller rapidly switches back and forth between batteries. Action: replace the battery with more indicator lights first, then replace the battery with fewer lights. Remove the battery with more lights from service as it may be a faulty battery. Device history report: a review of the devices incoming inspection records indicated there was ncri attributed to the reported devices. Upon completion of the review, it was concluded that the units met all the internal requirements prior to its qa release process. A review of the complaint data was completed for this patient. There is no record of previous servicing for this patient.

Manufacturer narrative:
Additional information receipt: (B)(6). Medical treatment included lysis with actilyse. The patient was discharged home. It was reported that there is no further available information pertaining to the event.

Event description:
It was reported from (B)(6) that while at home a patient experienced a change of power source earlier than expected, accompanied by a short beep tone. On (B)(6) 2014, he experienced a critical alarm two times that resolved itself. There was no effect on the patient. He didn't experience a pump stop or any physical impact during the event. The patient went to hospital on (B)(6) and vad technicians replaced all batteries; it was stated the patient "is doing fine".